Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances from the spinal cord stimulator (scs) system, however it is unclear if the impedances were from the leads or the lead splitters. Reprogramming was performed but did not resolve the inadequate stimulation. The patient underwent a revision procedure in which all the devices were explanted and replaced. The patient is doing well post operatively, and the devices will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 19064111. Brand name: precision spectra, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 19132903. Brand name: na, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 19217416. Brand name: na, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 19298122.